Event description:
It was reported that patient underwent right total knee arthroplasty in 2006. Subsequently, patient was admitted for right revision knee procedure in 2008, secondary to pain in joint.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event.